Event description:
It was reported that during a routing follow-up, the right ventricular lead had intermittent loss of capture at the pulse width setting of 1.5 ms. Even when the amplitude was increased, loss of capture was still noted at the 1.5 ms pulse width setting. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.